Event description:
Procedure: lap chole. According to the reporter: the surgeon successfully placed three clips on the cystic artery. The surgeon began handle compression but did not load the clip while trying to position the jaws around the cystic duct. The surgeon could not get the jaws around the duct and had difficulty removing the device through the 5mm trocar. After further dissection of the cystic duct, the surgeon reinserted the instrument and attempted to fire a clip across the duct but no clip formed. He again removed the device and tapped it on the mayo stand and one fully formed clip fell from the jaws. He reinserted the device again, placed it around the cystic duct, fired and the jaws locked down on the duct. The surgeon placed another 5mm trocar and used a second clip applier to resect the first instrument.